Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a high blood glucose level and the insulin pump is not allowing him to bolus. Caller stated that they were having issues with the pump and the customer treated with a physical injection. Caller stated that the bolus wizard didn't work. Customer's blood glucose stayed at 285 mg/dl overnight. Customer's blood glucose was 585 mg/dl at the time of the incident. Customer treated with a manual injection. Customer felt tired due to his high blood glucose. Customer has an insulin pen as a back-up plan. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised to do a complete set change. Customer is new to the pump and was assisted with using the bolus wizard.